Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pacemaker dependent patient presented for a routine follow-up. No capture was noted on the atrial lead. Decrease in p-wave was also noted. Chest x-ray did not reveal any slacks on the atrial or ventricular leads. The lead dislodgement was suspected. The lead was explanted and replaced. The patient was fine.

Manufacturer narrative:
External insulation abrasion was noted at 4.6cm from the connector pin. The outer coil was exposed at this location. This is consistent with the observation from the field of loss of capture and sensing anomaly.